Event description:
An (B)(6) female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. Final confirmatory angiography confirmed that the (right) iliac leg graft became kinked slightly. (No blood flow disturbance observed). Another iliac leg was additionally placed to avoid complete iliac leg graft occlusion in the future. The physician judged add'l treatment had no problem, and the procedure was completed. There has been no adverse effects to the pt.

Manufacturer narrative:
(B)(4) occlusion of the device. No product or images were returned to assist with this investigation. Each zenith device is shipped with instructions for use (IFU) listed the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects. Anatomical criteria. Anatomical conditions. Importance of accurate placement. Specific to this case the IFU states, "vessels that are significantly calcified, occlusive, tortuous or thrombus or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is kinked. This failure mode was determined based on the provided event description as well as the physician's comment: "I think the iliac leg graft became kinked in a part of tortuous right common iliac artery." A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints. No add'l actions required at this time. The risk is insufficient per qera, the rpns remain at an acceptable level as a result of this complaint.